Event description:
It was reported that the surgeon inserted a three piece collamer lens and a haptic was ripped off in the cartridge during insertion. The lens was removed and another lens was successfully implanted using a new cartridge. There was no pt injury.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. Part of the optic and a haptic was torn off and missing. There were tears in the remainder of the lens and a clear surgical residue on it. Conclusion (other): a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge. The resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.